Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Pump received with cracked battery tube threads.

Event description:
It was reported that the customer insulin pump was blank display. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump because it wasn¿t turning on and there was a crack in the case near the battery cap. The insulin pump will be returned for analysis.